Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. PMA/510k: k113753, k112160.

Event description:
It was reported that implant was loose and when removed, the implant was split off where trabecular metal starts. The other half is still in the patient fully integrated at site #3. As a result of the event no injury to the patient was reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An imp tm 4.1mm mtx full, 11.5mm (tmt4b11) was returned for investigation. Visual inspection of the as returned product identified slightly dried blood and a fracture at the threads above the tm junction. No pre-existing conditions were noted on the per. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1217563). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1217563) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.